Event description:
Revision of right hip arthroplasty performed due to increasing pain. The operative report documented evidence of metallic synovitis and metallic osteolysis (femur). The products involve the depuy pinnacle product line. The pt is represented by (B)(6). The law firm submitted documents to the hospital requiring that the explanted devices be shipped to (B)(6). They were shipped as demanded by the pt and her counsel.